Event description:
The customer complained after obtaining a higher than expected vitros vanc quality control result on a vitros 5,1 fs chemistry system. Vitros vanc result: 50 ug/ml vs expected 38.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc precision result was obtained on a vitros 5,1 fs chemistry system. The most likely assignable cause of the event is instrument related. General imprecision was observed on multiple microtip assays; after repairs were completed the instrument performance met expectations. Additionally, there was no indication that the vanc reagent contributed to the event. A vanc calibration issue could not be ruled out as a contributing factor.